Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the sense amplitude, and the right ventricular (rv) lead pace and shock impedances all went down, on this implantable cardioverter defibrillator (ICD). All measurements were still within normal limits. However, the physician was concerned with the lead integrity. The lead was subsequently abandoned surgically and the ICD was explanted and replaced with an upgraded ICD system. Additional information reported indicated that during the procedure, the lead to header connection appeared normal. Additionally, the lead was not tested via a pacing system analyzer (psa) and ultimately the cause was not determined. No additional adverse patient effects were reported.